Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that perclot was used during a total hysterectomy and sixteen days later the patient experienced a pelvic abscess on top of the vagina presenting with fever for 3 days was diagnosed. Serratia marcescens was cultured, together with a large haematoma which was broken down with tissue plasminogen activator. At the time of this report, treatment for the event and the patient outcome were not reported. No additional information is available.